Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment with the adc device due to bumping against something. As a result, customer experienced hyperglycemia, sweating, dizziness, a seizure, a loss of consciousness, broke leg due to seizure and was unable to self-treat. Customer had contact with both third-party and a healthcare professional and had to undergo surgery for broken leg. No further information was provided. There was no report of death or permanent impairment associated with this event.